Manufacturer narrative:
This device is for treatment, not diagnosis. This device was used for training purposes only and does not involve a patient. A review of the device history record was performed and no complaint related issues were found.

Event description:
The 1.5 mm threaded drill guide 03.503.043 was manufactured with the wrong color band. Synthes engineering drawing number indicates that the color band should be grey. The color band on the drill guide on this product is green.

Manufacturer narrative:
Returned to manufacturer on 10/22/2013. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
(B)(4). The product evaluation and visual inspection of the returned product confirmed the event. The color band is indeed green instead of grey as required in the specification. This is a manufacturing fault as the wrong color was chosen during the production. Conclusion ¿ the complaint is considered valid from a manufacturing perspective. It is noted that the drill guide is part of a training set which has been returned with no hospital or patient involvement.

Event description:
This is report 1 of 9 for (B)(4).

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.